Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: 23-jan-2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint was confirmed. It was found that the device had a bad downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue. The device then passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.